Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a mitral valve was explanted after an implant duration of nine (9) years, nine (9) months due to a combination of valvular deterioration, stenosis, pannus, calcification, decreased leaflet mobility, and regurgitation. A maze procedure was performed and then the valve was replaced with a 25 mm pericardial bioprosthesis. Once off bypass, the mitral valve appeared to be functioning normally. The patient tolerated the procedure and was transferred to the intensive care unit in critical condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, two leaflets exhibited characteristic markings which indicate a suture was looped around the commissure. Suture track and permanent indentations were present on the free margins of the leaflets at the commissure. These indentations were most likely left by sutures that were tied tightly down against the commissure, leading to a gap at the coaptation region. Suture loop may have also restricted mobility in these leaflets. Minimal to moderate calcification was observed in the cusp area and free margin of a leaflet. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, into the orifice, at the outflow aspect, at the stent inflow, and at the stent outflow. Two leaflets exhibited a tear at the commissure. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Hematoma was observed on the inflow aspect of a leaflet. The x-ray demonstrated wireform distortion of two commissures, likely due to explant or implant. X-ray. Additional manufacturer narrative: the clinical observation could be confirmed. Probable cause of regurgitation was likely due to suture loop indications around the leaflets and commissure, as well as leaflet tears. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction and edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference MFR report # 2015691-2014-01922.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.